Manufacturer narrative:
(B)(4). Final analysis confirmed the reported complaint of backup operation. It was noted that a checksum error had occurred that resulted in backup vvi. Multiple bits flipped were noted. Product code download was not successful due to low battery voltage. After replacing the battery, the pulse generator exhibited normal device characteristics. Analysis confirmed normal battery depletion. (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. While performing the sensing test, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2016. There were no complications to the patient and was discharged from hospital.